Event description:
It was reported that the user experienced difficulty applying infusion sets while new to the ilet, resulting in incorrectly deployed sets or an infusion set connector not fully attached and the need to use additional sets. Replacement supplies were provided along with troubleshooting and education. No reported symptoms. Outcomes included no escalation of care and no hospitalization. Investigation included customer interview, review of use steps, and education on correct infusion set deployment and connector attachment. Investigation of this case revealed use error related to infusion set application, consistent with incorrect deployment or incomplete connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.